Manufacturer narrative:
Other applicable components are: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient wanted the device removed and it never helped their nausea and vomiting. The hcp removed both leads and the battery on (B)(6) 2016. The leads had pulled through the stomach and they could see laparoscopically some portions of the leads when they removed them. The leads may have been implanted too tightly from the beginning. The impedance readings were in range prior to explant. The patient was alive with no injury prior to explant. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.